Manufacturer narrative:
The reservoir was returned with a detached snap-cap from the septum side. The reservoir will leak.

Event description:
The reservoir was returned for analysis. Nothing further was reported.